Event description:
It was reported that the patient presented to the emergency room after receiving three inappropriate shocks due to noise. There was oversensing, and an apparent lead fracture. The 6949 lead was capped, and an attempt to implant a new 6949 lead was unsuccessful due to patient anatomy. The physician then attempted to reuse a lead (model 1038) that had been capped during a procedure in 2005. However, there were two episodes of oversensing with the 1038 so it was recapped, and the patient was scheduled for another procedure to replace the pace/sense portion of the 6949 lead, and evaluate the device. Three days later, the 6949 lead was again evaluated, and noise was reproduced. At that time, the physician felt the problem may be due to the device, so replaced the device. However, after the device was replaced, extraneous signals and lead noise were still present. A new pace/sense lead was implanted successfull omplications have been reported as a result of this event.